Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence in log. During the evaluation of the device, the customer's reported issue was able to be duplicated. The cause of the issue was found to be a defective pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer "overheat alarm did not work even when the temperature of the product reached 43 degrees celsius". The issue occurred during a pre-use check. No adverse effects were reported.